Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es station was not communicating with the es server and ciisafe. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported as a result of this event.

Manufacturer narrative:
Upon investigating the device involved in this incident, it was determined that the malfunction had occurred due to a software issue. A technical support specialist applied knowledge articles 000007590 and 000007654 to resolve the issue. The system functioned as intended after the technical support specialist troubleshot the device.